Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing an extremely painful burning sensation at the pocket site. The physician has recommended a pocket revision, however, due to a non-device related issue no further action will be taken.